Manufacturer narrative:
Customer reported to product monitoring (pm) a table lcd monitor power supply had failed. Product monitoring confirmed the customer resolved this issue by replacing the power supply. Customer reported to product monitoring that there was no need for covidien service.

Event description:
(B)(6): customer reports via phone that during an unknown urology procedure, the fluoro monitor failed and staff brought in a portable c-arm fluoro unit to complete the procedure. Customer did not provide patient information, but reports the procedure was completed without further incident. No reported injury.